Event description:
The clinic reported nothing microbubbles in the venous bloodline passed the "uabd" within minutes of initiating the treatment. The bloodline set in use was discarded and the treatment completed with another set. There was no pt injury or medical intervention.